Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they have a motorized bed that goes up/down and reported when they walk into the room with bed at times, the bed makes a beeping noise and then bed might work/might not work. Patient stated the bed has been replaced and following being replaced bed worked and then when the patient went into room the bed beeped again and stopped working. Patient inquired if the ins could be interfering. Patient confirmed not using the bed at time this occurs and stated they are just walking by it. Patient confirmed no change in therapy. The bed manufacturer has replaced bed twice and won't replace again. Patient stated they know that it has to be the patient that is causing this to occur because the patient was gone for 2 weeks and this didn't occur until they were near the bed again. Recommended patient to contact bed manufacturer/hcp. Recommended patient discontinue use and discuss with hcp. Patient became escalated and stated they will have implant removed so they can use bed then disconnected call. The patient was redirected to their healthcare provider to further address the issue.